Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the community health care nurse immediately noted that the balloon of the foley catheter was deflated with visible tear in the balloon noted. Balloon appeared to have ruptured while insitu.

Event description:
It was reported that the community health care nurse immediately noted that the balloon of the foley catheter was deflated with visible tear in the balloon noted. Balloon appeared to have ruptured while insitu. Per additional information received on 24jul2024, it was reported that the no medical intervention was required and no harm to the client that were aware of.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned three-photo sample noted one opened (without original packaging), used latex foley catheter connected to the leg bag. Visual inspection of the three-photos sample noted the balloon rupture on the catheter. A potential root cause for this failure mode could be "low latex viscosity, short latex dwell time, latex dip speed out too slow causing thin sac". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: d, h the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.